Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D11: additional concomitant device reported. H3, h4, h6: device history lot , part # 03.037.017, lot # 9422885, manufacturing site: bettlach, release to warehouse date: 23. Mar. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: it was reported that on an unknown date, an unknown procedure was performed. Trocar will not slide together. Delaying surgery. This complaint involves two (2) devices. Investigation flow: device interaction/functional. Visual inspection: the blade/screw guide sleeve (part #: 03.037.017, lot #: 9422885) was returned and received at us cq. Upon visual inspection, the received guide sleeve was observed with scratches, deformed threads and missing the red alignment indicator epoxy. The missing epoxy was investigated under CAPA-005197 and does not require any additional investigation for this defect. No other issues were identified. Functional test: during functional test an attempt to fully insert the 3.2 mm guide sleeve (p/n: 03.037.018,) into the returned blade/screw guide sleeve. This could be due to the deformed 3.2 mm wire guide sleeve shaft. The 3.2 mm guide sleeve is being investigated separately in the (B)(4). The complaint can be replicated with the returned devices. Dimensional inspection: internal diameter of the blade/screw guide sleeve (p/n: 03.037.017): 11.14mm (guide pin: gp 29) which is within the acceptable limits of 11.1 mm +0.05 / -0.00 per se_405959 rev I. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed blade/screw guide sleeve: se_405959, rev l / I. Complaint was confirmed. Investigation conclusion : the complaint condition was confirmed for the blade/screw guide sleeve (part #: 03.037.017, lot #: 9422885) but the cause was not traced to the device as the mating 3.2 mm guide sleeve was observed to be deformed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The missing epoxy was investigated under CAPA-005197. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an unknown procedure the trocar would not slide together causing a surgical delay. This report is for one (1) blade/screw guide sleeve. This is report 2 of 2 for (B)(4).